Manufacturer narrative:
Updated.

Event description:
The customer reported that the ventilator shut down while in use on patient. There was no patient harm reported. The customer refused to provide patient information.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down while in use on patient. There was no patient harm reported. Pending patient information and event date.